Event description:
During an aneurysm (2x3 in size) embolization after a sah at the right distal vertebral junction of the basilar trunk the excelsior sl-10 microcatheter was examined before procedure and looked good. The aneurysm was accessed with the excelsior sl-10 microcatheter and the tip of the catheter was well placed inside the small aneurysm. The first 3 coils were deployed and detached well (one gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit and then two gdc 10-ultrasoft stretch resistant coil synerg detection circuit). It was placed inside the aneurysm and the power supply turned on. After a few seconds, the physician saw that the tip of the microcatheter excelsior sl-10 microcatheter and the proximal part of the gdc 10-ultrasoft stretch resistant coil synerg detection circuit got out of the aneurysm to the parent artery. Stopped the detachment process; turned off the power supply. The physician slowly retrieved the catheter with the coil. At some point, the coil detached and the physician went to get it with a retriever-10. The physician was able to retrieve the coil. The pt was doing fine. The physician said that he would like to bring the pt back in about 3 months to complete the treatment of a neck "remanence."